Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation and a prolapsed posterior leaflet for a mitraclip procedure. The first mitraclip xtw was implanted on mid a2/p2 (anterior 2 and posterior 2 leaflet segments). A second mitraclip xtw was selected for implant. During placement of the second clip on the lateral side of the first clip, interference occurred on the left ventricular side, caused a single leaflet device attachment (slda) with the first clip. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The second clip was deployed to stabilize the first clip. The final mr grade was 1. Per the physician the slda was due to patient anatomy, numerous chordae tendineae.

Manufacturer narrative:
The device remains implanted and will not return for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and per the physician, the reported single leaflet device attachment appears to be related to patient anatomy (numerous chordae tendineae). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.